Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Damage to the implant was detected during a fiting session. The user's hearing performance is affected. No trauma has been reported. Reimplantation is scheduled for (B)(6) 2018.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Damage to the implant was detected during a fiiting session. The user's hearing performance is affected. No trauma has been reported. The recipient was re-implanted.